Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by counsel that claimant underwent revision of his right shoulder on (B)(6) 2024, with tornier aequalis implants and was revised on (B)(6) 2024, due to alleged continued pain, sense of catching and slight evidence of motion of the tuberosity fractures. Patient was 3 weeks post op from a reverse shoulder arthroplasty. Patient had 2 falls post-op, one in the hospital and when at home. Patient complained of continued pain and a sense of catching in the shoulder and there was slight evidence of motion of the tuberosity fracture. Additionally with one of the falls the patients wound re-opened and he was having some drainage. During the revision it was noted that the locking screw from the body to the distal portion of the stem had loosened and the distal part of the stem was well fixed, the body was freely moving. The locking cap over the screw was completely intact but the screw deep to it had loosened. All of the implants were removed and replaced.

Manufacturer narrative:
Duplicate to MFR report # 0001649390-2024-00580. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. Since medical record was provided, the opinion of the medical expert was sought and stated as follows: from the medical report it seems that the proximal body of the hrs stem was somewhat loose in relation to the distal stem. The locking cap was still in place. We do not have information whether the locking screw was tightened appropriately during stem assembly or whether it became loose during the 3 falls the patient had sustained postoperatively. Neither do we have any images to assess and compare the early postoperative and prerevision images to one another. We cannot definitively confirm the event, neither can we investigate a retrieved implant at this time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by counsel that claimant underwent revision of his right shoulder on (B)(6) 2024, with tornier aequalis implants and was revised on (B)(6) 2024, due to alleged continued pain, sense of catching and slight evidence of motion of the tuberosity fractures. Patient was 3 weeks post op from a reverse shoulder arthroplasty. Patient had 2 falls post-op, one in the hospital and when at home. Patient complained of continued pain and a sense of catching in the shoulder and there was slight evidence of motion of the tuberosity fracture. Additionally with one of the falls the patients wound re-opened and he was having some drainage. During the revision it was noted that the locking screw from the body to the distal portion of the stem had loosened and the distal part of the stem was well fixed, the body was freely moving. The locking cap over the screw was completely intact but the screw deep to it had loosened. All of the implants were removed and replaced.